Event description:
It was reported that during a lap hysterectomy procedure, when the surgeon went to apply the clip, the tips of the device were jamming. They were sticking. They opened a second device and the same thing occurred. They were able to complete the procedure without any impact to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.